Event description:
A high glucose reading issue with the use of the abbott diabetes care (adc) device was reported. The customer reported perceived higher glucose reading of 80-83mg/dl compared to blood glucose test results of 60-66mg/dl on a competitor¿s brand meter while noting a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer reported experiencing symptoms described as ¿feeling off, shaking , sweating , and nauseous,¿ however, remained capable of providing self-treatment by consuming ¿canadian water with sugar¿ only thus indicating that no further self-intervention or self-treatment was provided. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.